Event description:
"The edwards introducer sheath was used to access the abdominal aorta directly at an acute angle, less than 20 degrees. The aorta was moderately calcified. During withdrawal of the introducer sheath, the radiopaque marker band became detached and was retained inside the patient but outside the vascular space. The remainder of the sheath was removed, showed no other damage other than the missing distal (white-colored) marker, and was provided to the vendor. There are no immediate evident clinical sequelae."====================== manufacturer response for introducer, retroflex 3 introducer sheath (per site reporter).====================== edwards rep has reported the issue to the company and edwards will report to FDA.